Event description:
It was reported that the patient underwent a gynecological procedure on 2011 and a sling was implanted. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary & fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted concurrently with laparoscopy, rso and lysis of adhesions due to pelvic mass, hydrosalpinx, ovarian cyst and sui.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary & fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal surgery on (B)(6) 2012 due to vaginal erosion.